Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer's parent reported via telephone call that the buttons did not respond properly and there was a crack on the act button. The parent did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.